Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device is making a noise when 200 v charge is discharged. There is no reported pt involvement.